Event description:
It was reported that the right atrial (ra) lead had dislodged to the superior vena cava (svc), with no sensing or capture. It was further reported that the right ventricular (rv) lead had no slack, exhibiting undersensing of r-waves in unipolar and bipolar configuration. The patient reported experiencing fatigue. The physician believes the patient may have pulled the leads back due to twiddlers syndrome. The leads were revised and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445, lead, implanted: (B)(6) 2014. (B)(4).